Event description:
Litigation alleges that patient experienced increased pain and infection in the right hip and underwent surgery to assess the cause in (B)(6) 2008. At this time, large heterotopic ossification as well as extensive metallosis mass was emanating from a large defect in the anterior capsule and down into the joint. Due to continued and increased pain in the right hip, patient underwent a total revision surgery replacing all of the pinnacle device components in (B)(6) 2011. Once again, extensive metallosis was discovered, including black-stained tissue in the bone around the stem and metal staining that actually tracked around anteriorly on the greater trochanter and into the joint.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced increased pain and infection in the right hip and underwent surgery to assess the cause in (B)(6) 2008. At this time, large heterotopic ossification as well as extensive metallosis mass was emanating from a large defect in the anterior capsule and down into the joint. Due to continued and increased pain in the right hip, patient underwent a total revision surgery replacing all of the pinnacle device components in (B)(6) 2011. Once again, extensive metallosis was discovered, including black-stained tissue in the bone around the stem and metal staining that actually tracked around anteriorly on the greater trochanter and into the joint. Update: (B)(4) 2012 - was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2005 dor: (B)(6) 2005 for infected hematoma; dor: (B)(6) 2008 for metallosis, painful heterotopic bone, no components were removed they just did a radical resection of massive extensive heterotopic bone , including soft tissue and bone attachments; dor: (B)(6) 2011 for metal staining, metallosis, and osteolysis.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, explant date, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis. On (B)(4) 2011, the patient underwent a revision of the right total hip arthroplasty due to infection, metal wear, and metallosis. Upon opening the fascia, the surgeon identified a large collection of clear fluid. Preoperative cultures of the fluid revealed no growth. The presence of metal staining was found to track around and down into the joint anteriorly of the greater trochanter. While attempting to remove the stem, the surgeon noted there was black-stained tissue in the bone around the stem proximally as well as areas of osteolysis. All components were removed. The cup was found to be slightly cephalad upon removal. The surgeon noted some areas of metallosis present behind the cup was scraped out.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. A review of the device manufacturing records (DHR) was already performed as part of this investigation. Per nr-(B)(4) a medical record review is not required for this complaint record investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.